Event description:
Information was received that during use of this smiths medical portex epidural continuous trays, the clinician noticed leaking after catheter insertion while intending to administer anesthetics. No reported adverse effects or patient injury.

Manufacturer narrative:
Evaluation results: one portex epidural flat filter was returned for investigation. The sample was visually inspected and appeared to be in good condition. The sample was leak tested by a syringe filled with water. The sample was then flushed 10 times. No leaks were observed. The customer reported product problem (leaking) was not replicated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.